Event description:
It was reported that after implant of this cardiac resynchronization therapy defibrillator (crt-d) this patient exemplified heart failure symptoms during frequent non-sustained ventricular tachycardia which were treated as if the patient was in atrial fibrillation (af) while the algorithm attempted to regularize the biventricular pacing rate resulting in a pacing rate over 100 beats per minute. This led to negative effects on the left ventricular function and heart failure even though pacing was delivered. Turning of biventricular trigger had minimal effects a the trigger beats be considered as sense beats and still induced a shorter vrr indicated interval. It was that high pacing rates resulted in the patient worsening heart failure symptoms. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that after implant of this cardiac resynchronization therapy defibrillator (crt-d) this patient exemplified heart failure symptoms during frequent non-sustained ventricular tachycardia which were treated as if the patient was in atrial fibrillation (af) while the algorithm attempted to regularize the biventricular pacing rate resulting in a pacing rate over 100 beats per minute. This led to negative effects on the left ventricular function and heart failure even though pacing was delivered. Turning of biventricular trigger had minimal effects a the trigger beats be considered as sense beats and still induced a shorter vrr indicated interval. It was that high pacing rates resulted in the patient worsening heart failure symptoms. No adverse patient effects were reported. The device remains implanted.